Manufacturer narrative:
D6: device returned with no lot identification. Based upon the unquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned with tissue stuck between the top and bottom jaw, but was otherwise in good physical condition. The jaws were opened and the instrument was cycled and fed the clips as designed. Two of the fired clips were damaged due to the tissue being stuck in the jaws. The remaining clips were within design specification. It was concluded that the instrument was conforming to design specifications.

Event description:
It was reported during a laparoscopic cholecystectomy upon ligating the cystic artery the surgeon was unable to disengage the al326 from the artery. The jaws would not open and monopolar scissors were used to cut around the applier. Another al326 was opened to complete the case. There was no consequence to the pt.